Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was an unexpected g5 mobile application shut-off. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed but could not confirm the reported event of unexpected g5 mobile application shut-off as the dates of data sent were not inclusive of the issue date range. A definitive root cause could not be determined.